Event description:
Additional information received noting that the osa events first started occurring on (B)(6) 2024 and the events were assessed to be likely related to vns stimulation changes, since vns settings were changed on (B)(6) 2024 and there were no other changes in any therapies or routines. The patient's output current and duty cycle was decreased on (B)(6) 2025.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is having more obstructive sleep apnea events after their last vns adjustment in december. Out of caution the physician then decreased the patient's duty cycle and output current. No other relevant information has been received to date.